Event description:
Patient in ed being prepared for cardioversion & sedation. Respiratory therapist removed home cannula and placed hospital c02 detecting cannula at same 02 flow of 2l. Patient promptly started dropping 02 sats despite increasing 02 flow. Placed patient on mask & sats rose immediately back to 100%. After cardioversion, patient placed back on a regular cannula at 2l and maintained sats at 100%. Worried that cannula nares may be plugged/occluded.